Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, upon rotating the handle, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.